Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer was throwing out and passed out twice as a symptom of high blood glucose values. The customer was treated with IV and insulin drip. The device will not be returned for analysis.